Event description:
It was reported that during a supply change and fill tubing process, the ilet pump touchscreen did not respond to the ¿go to fill tubing¿ prompt until multiple attempts were made; the user noted air bubbles under a screen protector and was advised that the protector could be removed if issues recurred, and insulin delivery was subsequently resumed with a cd infusion set in place. Symptoms included none, and blood glucose was reported as 82 mg/dl without adverse effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting, device restart, verification of environmental and handling factors, and education on potential screen protector interference. Investigation of this case revealed that the touchscreen responded after restart and continued attempts, suggesting intermittent touch recognition potentially affected by the screen protector and user conditions. It was concluded that the device functioned as designed after troubleshooting, with no device malfunction confirmed and user education provided regarding screen interactions and the screen protector.